Event description:
Abbott freestyle libre 14-day glucose sensor seriously under-reported blood sugar level. This is 14-day sensor, and this started on day 11 since the sensor was applied. This is the second sensor in a row where the sensor began seriously under-reporting blood sugar results after day 10. Meter is unusable with this level of inaccuracy and a health danger to people who rely on it for insulin decisions. Previous 10-day version of sensor was satisfactory. High blood sugar. FDA safety report # (B)(4).